Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue was related to pressure transducer test failure during pre-use check. Identification of issue has been done by analyzing problem description, device's logs and service report. Based on device's logs internal leakage test failure was also confirmed. According to the information provided by the technician, the pressure transducer printed circuit boards (pcb) was defective and the part has been replaced. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).